Manufacturer narrative:
The insulin pump passed displacement test, prime test and excessive no delivery test. No unexpected excessive no delivery alarms noted. The insulin pump was received with minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, partially broken off reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery excessively. The customer's blood glucose level was unknown at the time of the incident. The customer sated that their injection sites and infusion set techniques are fine. The customer sent their insulin pump back for analysis.